Event description:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was cracked at the edge e1 and e2, and severe abrasion was observed on the mating surface of the actuator. Damage to the device prevented functional testing; however, this damage to the spacer indicates the break was due to deployment against resistance and/or manipulation of the position of the device by gear-shifting of the inserter. Additionally, the right wing of the superior cam-lobe was bent outwards the median line; damage that suggests the user exerted excessive force while attempting to deploy the implant against a rigid obstruction such as a spinous process. A labelling review revealed no anomalies. However, labeling warns that deployment should not be forced or implant breakage or damage to bony structures could result. Additionally, it states that application of excessive stress on instrumentation should be avoided. If resistance is encountered during deployment, it may suggest interference between the spacer and bony anatomy, and/or suboptimal implant positioning.